Event description:
Upon inspection and testing of the customer returned device, it was discovered that a dirty substance/foreign material was adhered to the device. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: b5/h6 problem code (reportable malfunction was the foreign material/dirty substance on the scope). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although it was confirmed that a dirty substance/foreign material was adhered to the device, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the areas where the foreign material/dirt was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU: "inspection of the instrument channel: -inspection of the endoscope. -inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities." The event can be prevented by handling the device in accordance with the following IFU: "-if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. -be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a general maintenance, multiple defects were found with the colonovideoscope. The distal end cap was cracked, the glue of the bending rubber came off, and the bowden cables needed readjustment. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was partially confirmed. It was found that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Other evaluation findings are as follows: the bending section cover and the scope connector cover were dirty; the flexibility adjustment ring and the plug unit were scratched; the scope connector cover unit was corroded due to water leakage; the light guide lens was cracked; the universal cord was discolored; and there were foreign materials found in the air/water tube, air/water cylinder, the suction cylinder, the forceps channel port, the adhesive on the bending section cover, the connecting tube, the grip, the control section, the switch box, and the scope cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.